Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed two other similar product complaint(s) from this serial number. The complaints for this serial number have been reported from the same facility.

Event description:
Per PICC nurse, the unit shows that the PICC is going up when in fact it is going down which resulted in a cxr. It was reported this occurred three times. This report addresses the first event.